Manufacturer narrative:
Eval summary: surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unk. The package insert warns that risk of implant failure is higher with inaccurate component alignment or positioning. Additionally, it is stated that complications and/or failure of total knee prostheses are more likely to occur in pts with unrealistic functional expectation, heavy pts, physically active pts, and/or with pts that fall to follow through with the required rehabilitation program. Pt factor info such as weight, and activity level were not provided. A definitive root cause cannot be determined with the info provided. Eval: review of the device history record did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem.

Event description:
It is reported that the pt was revised due to hyper extension.